Manufacturer narrative:
This is the same event as 3010536692-2014-01669, -01670, -01671. This report will be updated when investigation is complete.

Event description:
Allegedly , patient was revised due to persistant pain.